Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully during a device change out, the patient's condition was good during the procedure.